Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s low blood glucose level was 41 mg/dl at time of incident treated with food. The customer¿s high blood glucose level was 259 mg/dl at time of incident treated with bolus and another blood glucose level was 150 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported low and high blood glucose event. Customer did not allege insulin pump was over and under delivering. Customer reported that the insulin exited at the quick release. Customer stated that when they loading the reservoir the screen blacks out. Customer reported that the display was blank. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that the battery cap was neither damaged nor corroded. Customer ran self-test and it passed. The devices will not be returned for analysis.